Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light remains orange.

Event description:
Reportedly, the status light remains orange.

Manufacturer narrative:
Correction: corrections have been included in the section g1 where the contact office information provided was not correct. Evaluation: - upon reception, the returned home monitor was tested and the reported behaviour was confirmed: the status light of the device was constantly lighting in orange. - expertise file analysis revealed that the reported issue was caused by a memory saturation of the home monitor. This software issue could have resulted from the device rebooting while the device memory had reached its limit, it results in an issue to send the technical file to the back office. - consequently, when the home monitor is turned on, a check of the state of the memory is performed and, as the anomaly is observed, a reboot of the device is triggered. As the memory keeps being saturated, the subject device enters in a rebooting loop, which explains the reported orange status light.